Manufacturer narrative:
Evaluation results: the device was received with indentations on the exterior housing. Evaluation found the pre-recorded voice message did not play when the unit was set to the voice only and voice & tone modes due to a faulty cob1 (voice chip). Being that the unit is already more than six years old, it is likely that the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer called about an alarm and sensor pad involved in a patient incident. No gtin number provided.